Event description:
It was reported that the abutment screw was fractured. Implant placed to area #19. Post op visits (B)(6) 2017 & (B)(6) 2018 healing within normal limits. As such the implant was restored. Patient returned (B)(6) 2026 complaining of loose crown. Upon inspection the internal screw was broken.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided g4: additional PMA/510(k) number k013227,k953101.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) hla4g, (abut gold friction-fit 4. 5mm imp) for evaluation. Visual evaluation was performed, a fracture abutment has been identified inside the implant. DHR review was completed for the subject lot number 63883395. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63883395 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture abutment has been identified inside the implant.. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H11: added manufacturer narrative.